Manufacturer narrative:
The reported event of communication anomaly was confirmed. The capture, pacing, and defibrillation anomalies could not be confirmed due to device¿s communication anomaly. The communication anomaly was due to a depleted battery. Battery depletion was caused by excess current drain in the hybrid. X-ray inspection of the hybrid revealed the hybrid was damaged. The root cause of the damage could not be determined.

Event description:
It was reported that the patient presented for an MRI exam. Prior to the exam, the implantable cardioverter defibrillator would not interrogate, was not pacing, and had no high voltage output. Multiple programmers were used but not successful. The device was explanted and replaced. The patient was stable post procedure.